Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: at the start of the case, the handle failed to activate the wand. Staff used the sales rep's demo handle with the same wand and generator to complete the case. Post case, rep noticed that the protective coating at the proximal end of the wand appeared to be peeling off and around the collar near the suction port at the distal end had excessive gunking. Complaint confirmed: device # 2 - the intact¿ wand polyimide tubing insulation and the confinement sleeve tip is degraded; however, it cannot be determined what caused the polyimide tubing insulation and the confinement tip to degrade additionally, it was found that the black heat shrink is split and peeling, however, it cannot be determined what caused the heat shrink to split. Initial report was submitted to reflect the reportable malfunction of the intact device peeling. After analysis this has been determined to be not reportable based on the findings and will not be reported in future events. An additional finding was found in that the intact confinement sleeve tip was degraded and this finding is reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast lesion excision case, it was reported that the protective coating at the proximal end of the intact wand appeared to be peeling off. There was no patient impact.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast lesion excision case, it was reported that the protective coating at the proximal end of the intact wand appeared to be peeling off. There was no patient impact.